Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a patella revision was performed approximately 5 years post implantation due to pain, osteonecrosis and patella component loosening with intraop findings of deformed/broken pegs. It was communicated that the requested documentation/further clinical information was not available. Reportedly, the root cause was osteonecrosis and loosening; however, the events could not be further assessed and/or concluded. The patient impact beyond the reported symptoms and intra-op findings could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, joint tightness, material in use, loss of sterility, patient reaction and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to pain, osteonecrosis and patella component loosening. During the procedure it was found that the pegs of the patella component were broken and deformed. Only the patella component was explanted. The outcome of the patient is unknown.